Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2023 for skin necrosis and extrusion of the implant. Subsequently, the device was explanted on (B)(6) 2023 and it is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 18, 2024.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection at the implant site. This report is submitted on february 13, 2024.